Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: b1, b2, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for 'post-implantation - increased gradients' was confirmed based on medical record. As reported, 'the only documented echocardiogram addressing valve dysfunction was performed on (B)(6) 2025 and demonstrated a markedly elevated aortic valve mean gradient of 41.99 mmhg.' Available information suggests that patient factors (pre-existing comorbidities) likely contributed to the event as the patient had vast comorbidities (e.g. Coronary artery disease, hypothyroidism, end-stage renal disease on dialysis, etc.). The patient's extensive comorbidities' including atherosclerotic cardiovascular disease (ascvd), hypothyroidism, and end-stage renal disease (esrd) on dialysis' are documented risk factors for accelerated structural valve deterioration (svd). These conditions likely promoted rapid bioprosthetic calcification, resulting in the observed increase in increased gradients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, approximately (B)(6) post transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position the valve was explanted due to unknown reasons. After reviewing the medical records provided, approximately 1 year and 2 months post-implantation, on (B)(6) 2025, the aortic valve was explanted along with a 29mm s3ur valve which was implanted in the mitral valve position on (B)(6) 2025, a septal occluder device, and a paravalvular leak occluder device. The only documented echocardiogram addressing valve dysfunction was performed on (B)(6) 2025 and demonstrated a markedly elevated aortic valve mean gradient of 41.99 mmhg, severe mitral annular calcification with severe mitral stenosis, mild to moderate tricuspid regurgitation, and severe pulmonary hypertension with an estimated rvsp of 71 mmhg. The intraoperative echocardiography on (B)(6) 2025, following induction of general anesthesia, showed the bioprosthetic aortic valve to be well seated with normal leaflet motion and a mean gradient of 12 mmhg, while the bioprosthetic mitral valve was also well seated with two moderate paravalvular leak jets noted. Five days following the explantation, the patient was transitioned to comfort care on (B)(6) 2025 and subsequently died due to a significant brain injury.

Event description:
As reported by implant patient registry, approximately 1 year and 2 months post transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position the valve was explanted due to unknown reasons.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.